Manufacturer narrative:
Date sent: 09/04/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the vacuum pressure on the device had diminished and was unable to activate the vacuum. There were no pt involvement.